Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced a failure with drawer 3.1. The system indicated that the drawer was not closing, but it was also not opening. The machine was rebooted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed to open and close. A field service engineer replaced open close sensor to resolve and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.